Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve. No other clinical information or medical interventions were reported. The updated describe event or problem will be: the dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed potential no clean flux on the sd (secure digital) card slot on the pca (printed circuit assembly). An unknown sticky substance on the exterior of the bottom enclosure on the sn (serial number) label and warning label. A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, accessory module and sd cover flip doors, rear panel, bottom enclosure, blower motor, and the blower box. The device was missing the sd card and philips pollen filter. A keratin-like substance was observed on the blower box outlet. ER-2243857 v.01 addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The manufacturer confirmed that there was presence of degraded sound abatement foam using a fitt and the associated procedure. The manufacturer was unable to directly address the symptoms outlined in the complaint. In box d: product UDI, device serviced by 3rdp?, device available for eval?, device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.